Event description:
Reportedly during prep, the stent dislodged inside the sleeve; however, it was not noticed until the device had been advanced inside the patient anatomy to treat a lesion located in the vertebral artery and the balloon was being inflated. The device was removed without issue and another herculink of the same size was used to complete the procedure. The site stated that the sleeve appeared to be melted onto the stent. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the dislodged stent implant, protective sheath and stylet were returned. There was no blood or contrast visible. The dislodged stent implant was returned inside the protective sheath and could be removed with no resistance. There was a flared strut on the first row at the proximal end of the stent implant, possibly due to handling/packaging for return to abbott vascular. There was no other damage noted to the stent implant. There was no damage noted to the protective sheath. The protective sheath was not melted on the stent implant as reported. There was no damage noted to the stylet. After a pin gauge was inserted through the dislodged stent implant, a snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. A .078 inch pin gauge was used to measure the inner diameter of the protective sheath. Potential causes for stent dislodgement in the protective sheath include, but are not limited to, damage to the stent implant, inadvertent mishandling during removal, undersized inner diameter protective sheath or oversized stent implant outer diameter. In this case, the stent outer diameter was within the manufacturing specification. Additionally, the protective sheath was measured with a .078 pin gauge. The minimum inner diameter indicated for the protective sheath is .067, indicating that the sheath was well above the manufacturing minimum requirement. It may be possible that the protective sheath was inadvertently grasped with force during removal causing the stent to pull off with the sheath. It was reported that the rx herculink elite was advanced into the anatomy when it was noticed that the stent was not present. It should be noted that the herculink elite instructions for use states: carefully inspect the rx herculink elite renal stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Although the stent was not inspected prior to advancing into the anatomy, this did not contribute to the stent dislodgement. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. A conclusive cause for the stent dislodgement and flared stent strut could not be determined; however, there is no indication to suggest a product deficiency. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.